Manufacturer narrative:
The expiration date for reagent lot 446856 was sep-2020. Calibration and qc were acceptable. No general reagent issue was identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer stated qc was acceptable for both lines on the day of the event.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas 6000 e 601 module. The initial result was 194.8 (unit of measure not provided). The sample was repeated on the same line and the result was 163.4. The customer repeated the sample on a different line and the result was 115.1. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 446856. The expiration date was not provided.

Manufacturer narrative:
The specific cause of the event could not be determined. The investigation determined the event was consistent with maintenance issues as the frequency of the issue was reduced after additional maintenance was performed.